Event description:
Customer alleges driving the scooter in the street at night to church. The handicap ramp was blocked by a truck. She alleges she drove in grass on level ground and tipped over resulting in injury.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.